Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a displayed message of "???" In addition to an adverse event that occurred. The patient stated that he almost died because his device was not showing his glucose readings. Details of the adverse event are unknown. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.